Event description:
It was reported the subject device was coming up with lines and a blue hue on the screen. There were no reports of patient harm.

Manufacturer narrative:
D10: alesi ultravision visual field clearing system. Serial number: (B)(6). E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. To date, the device has not been returned to olympus for evaluation. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the lg-bundle of the video cable section was broken and therefore the light transmission was lost or too low, the video cable was broken and therefore the image was green and purple. Olympus was able to confirm the customer request and determined the following cause: the r-unit is broken and therefore stripes in image occur. Based on the results of the investigation, the most probable cause of the complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device was coming up with lines and a blue hue on the screen. There were no reports of patient harm.